Manufacturer narrative:
Other text: masimo has reached out to the customer to request the return of the device. The product has not been returned to masimo to allow an analysis to be performed. If the product is returned for evaluation or new information is obtained, a follow up report will be submitted. Health effect impact code: no adverse event, no patient impact.

Event description:
The customer reported an "intermittent lead connectivity issue" with the rad-97. No patient impact or consequences were reported.

Event description:
The customer reported an "intermittent lead connectivity issue" with the rad-97. No patient impact or consequences were reported.

Manufacturer narrative:
Other, other text: the returned rad-97 was evaluated. The device was functionally tested with a lab cable and sensor. When the cable was manipulated at the rad-97's patient cable connector port a ¿replace sensor" error message was triggered on the monitor. Visual inspection of the device determined a recessed pin in the patient cable connector port resulted in the connectivity issue. Health effect impact code: no adverse event, no patient impact.